Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the symptomatic patient presented in clinic for follow-up. Post-sensed t-wave oversensing was observed on a stored egm. The patient received inappropriate atp. The device was reprogrammed and remains implanted.